Event description:
Device report from synthes reports an event in (B)(6) as follows: plate breakage. This case is from the health authority. It was reported that the patient underwent the surgery. After operation, the patients were reexamined regularly and recovered gradually. On the next day, the outpatient reexamination showed that the plate of the distal tibia was broken, and the bone defect was found. After communicating the condition, he was hospitalized. No additional information can be provided. This report is for one (1) lcp dist-tibpl3.5 antero-lat le 7ho l106. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history part: 441.443. Lot: 46p2589. Manufacturing site: (B)(4). Release to warehouse date: 13. Mar. 2022. A manufacturing record evaluation was performed for the finished device 441.443, lot: 46p2589 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.